Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-00333. It was reported that burr stuck became on the rotawire . A 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, the device was tested and found no issues. However, when it was inserted, resistance was encountered and the burr became stuck on the rotawire. The physician withdrew the burr together with the wire and separated the burr and the wire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Burr unit & the advancer unit were returned to site connected together. No guidewire was returned with the device. An extra burr coil was returned in a hoop. No housing was returned with the extra coil to identify the lot number. A visual examination of the plus unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and the annulus was noted to be damaged. No other issues or defects noted on device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00333. It was reported that burr stuck became on the rotawire. A 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, the device was tested and found no issues. However, when it was inserted, resistance was encountered and the burr became stuck on the rotawire. The physician withdrew the burr together with the wire and separated the burr and the wire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.